Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d11, g4, g7, h1, h2, h10 d11: concomitant therapy: item number: 00770301000, z.s.g.m. Cutter 1:1 ratio, serial number:(B)(6). Item number: 00770301500, z.s.g.m. Cutter 1.5:1 ratio, serial number:(B)(6). Item number: 00770303000, z.s.g.m. Cutter 3:1 ratio, serial number:(B)(6). Item number: 00770302000, z.s.g.m. Cutter 2:1 ratio, serial number:(B)(6). Item number: 00770304000, z.s.g.m. Cutter 4:1 ratio, serial number:(B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Additional information received stated that there was no problem with the ratchet, it was only with derma carrier. The derma carrier does not move properly. The unit was out of calibration and the gear was worn and corroded. Cutters were defective. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Product review of the skin graft mesher by flextronics on december 2, 2019 revealed that the unit was out of calibration specifications and the roller gear was worn and corroded. All 5 cutters that were returned with the device were found to be defective and were returned unrepaired. Repair of the skin graft mesher was performed by flextronics on december 12, 2019 which included replacement of the roller gear and bearings. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested . The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that all 5 of the customers cutters that were returned were found to be defective. The cutter is the mechanism used to advance the dermacarrier through the skin graft mesher. If the cutter blades are defective they might not grip tightly to the dermacarrier and push the skin graft through the device. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that prior to surgery, it was found that the derma carrier does not move properly, the device is really stiff and only moves back and forth, not forward.